Event description:
A patient underwent an ablation procedure with a nuvision ice catheter for which biosense webster¿s product analysis lab identified an exposed braid wire was noted approximately 11.2 cm from the distal end of the device. The finding was identified on (B)(6) 2022. During the procedure, the carto 3 system and ultrasound system were displaying poor image quality when the nuvision catheter was connected to the ultrasound machine. The medical team replaced the catheter, and the issue was resolved. The procedure was continued. The image quality issue is not MDR-reportable. The exposed braid wire is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned device revealed that an exposed braid wire was noted approximately 11.2 cm from the distal end of the device. The device was electrically probed in the receptacle and eam manipulation, and acoustically scanned tested. No abnormalities were found. Lot history record review was performed for lot#: 0246. All records were found to be completed and no internal actions related to the nature of the complaint were found. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).